Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation during follow-up, the stored iegms could not be read resulting in an error message on the merlin programmer. Technical support was contacted and was able to retrieve and save the iegms. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.